Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology is unknown. The aneurysm neck was angulated and conical in shape. It was reported that the stent graft had migrated 4-5 cm distally and the aneurysm had enlarged. A type I endoleak was reported. Aortic cuffs were used to repair the migration on an unknown date. No additional clinical sequelae were reported.